Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the liner would not lock properly with the tibial plate. After attempting to insert the liner multiple times, the surgeon attempted a second liner which caused a delay in the procedure. The size of the liner may be larger than the previous liner.

Manufacturer narrative:
(B)(4). Un-reporting adverse event - upon further investigation, it was determined that a surgical delay of less than 30 minutes is not reported as an adverse event. Therefore, we are un-reporting an adverse event for this complaint. The product problem still remains as reportable. UDI: (B)(4). Un-reporting serious injury - upon further investigation, it was determined that a surgical delay of less than 30 minutes is not reported as a serious injury. Therefore, we are un-reporting the serious injury. Reported event was confirmed by review of the actual device returned in which the device showed signs of severe damage such as nicks and gouges on the inferior side of the part and railing is also compressed on the medial postero inferior side of the part. Damage was observed on the antero superior side of the part. The dovetail feature is compressed on one side and flared out on the other side. DHR was reviewed and no discrepancies relevant to the reported event were found. As the dovetail feature of the product was observed to be compressed on one side and flared out on the other side, the root cause is attributed to surgical error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.